Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was peeling. The reported problem, cassette sensor failure, was duplicate by functional test. The cause is the latch lock flex circuit. The latch lock flex circuit and dso seal were replaced to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette sensor failure. The event occurred during testing, there was no patient involvement.